Manufacturer narrative:
Shroud separation.

Event description:
It was reported that during a lap gastrectomy procedure, after firing, the device was difficult to open even the manual release button was used (ec60). The cartridge dropped after it was fitted into the trocar (ecr60b). Another device was used to complete the case. There were no adverse consequences to the patient.